Event description:
It was reported that, during the set up for a cori assisted tka surgery, a day prior to the surgery, the camera was beeping and flashing red. The tech support said that it has to activate the shock sensor, and after doing this, the camera got connected. During the morning of the case, the cori was turned on and although the camera wasn't beeping or flashing red, it wouldn't connect at the case start up screen. It was showing an ¿x¿ icon instead of the green check mark which indicated that the camera wasn¿t connected. The tech support informed that the shock sensor has to activate, but instead of entering *1 it must be entered *0. That ended up fixing the problem. The procedure was performed manually without any delay. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
The real intelligence tracking camera, part number rob10025, serial number (B)(6), intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with loose or intermittent shock sensor battery connection. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.